Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting out of range shock lead impedance measurements greater than 3000 ohms as result of fracture. Other than the surgical procedure, no additional adverse patient effects were reported.